Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The blood glucose value at the time of the event was 205 mg/dl. The customer was treated with manual injection and an insulin pump. The event involved product(s) mmt-332a, unk_sensor, unomedical, mmt-1884l. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer also reported that the pump failed the high-pressure test. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unk_sensor. No product return is required for unomedical. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08740 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm/insulin flow blocked alarm noted. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 01-nov-2025 and sap/customer's note event date of 19-oct-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of (B)(6) 2025 and sap/customer's note event date of (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the sap/customer's note event date of (B)(6) 2025 and ss event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 19:51:40.000 (B)(6) 2025 22:48:11.000, (B)(6) 2025 22:51:12.000 (B)(6) 2025 23:14:13.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Multiple no delivery alarm/insulin flow blocked alarm were found on 13-oct-2025 and 28-oct-2025 during bolus deliveries. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Sgcalibrationerror (776) was found on: (B)(6) 2025 18:51:47.000 (B)(6) 2025 18:53:12.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.12 mv). The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for absence of no delivery alarm/insulin flow blocked alarm (hp test failed) and no delivery alarm/insulin flow blocked alarm were not confirmed. However, battery cap contacts missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.